Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from (B)(4) and is a spontaneous report by a nurse from (B)(4) of a bad case of peritonitis in a patient coincident with the administration of dianeal pd4 freeline solo with 1.5% glucose and dianeal pd4 freeline solo with 2.5% glucose therapies for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced a bad case of peritonitis. The cause was unknown. Remedial treatment was not reported. Due to the peritonitis, the patient will be on haemodialysis for (B)(6). The outcome of the peritonitis was not reported. Dianeal therapies were withdrawn. A causality assessment was not provided.